Manufacturer narrative:
An event of first-degree atrioventricular block, left bundle branch block (lbbb), and fever was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the exact cause of the reported first-degree atrioventricular block and left bundle branch block (lbbb) could not be conclusively determined.the cause of the reported fever could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed overnight, the patient was hospitalized for monitoring, and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 22mm non-abbott device. The length of the membranous septum is 6.7mm. It was noted that the patient had a prolonged pr interval prior to procedure. It was noted during procedure via electrocardiogram, that the patient developed a first degree atrioventricular block and left bundle branch block(lbbb). While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. There was no difficulty experienced implanting the 27mm navitor vision valve. The final non-coronary cusp implant depth was 4.9mm. Post-implant, the patient was sent to the cardiac care unit with a temporary pacemaker for overnight monitoring. On (B)(6) 2025, the temporary pacemaker was removed. On (B)(6) 2025, the a permanent leadless pacemaker was implanted. It's also noted that the patient had a fever of unknown origin. The cause of the patient's first agree atrioventricular block and lbbb are attributed to the implant procedure and the implanted 27mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.